Manufacturer narrative:
Info found to be relevant by the MFR upon investigation will be added. A f/u MDR will be submitted.

Event description:
It has been reported in a service report that the cot is leaned to the patient head left and has drifted slightly. It is currently unk if the alleged drifting is a safety risk. A f/u MDR will be submitted upon further investigation. No adverse consequences or injuries have been reported.